Manufacturer narrative:
(B)(4). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the device did not process properly, resulting in the skin not going straight. No information was provided as it related to patient impact. Diligence is in process.